Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the dealer checked the product regularly before delivering it to the hospital, and they found the stent was not well sealed inside the bag of the package. Upon receipt of the sample it was noted that one of the pigtails was broken.